Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. Although foreign material was confirmed, the specific material could not be identified and the cause of the material remaining on the device could not be specified. There was no reported damage to the area where foreign material was detected and it is unknown if reprocessed was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: evis exera ii gif/cf/pcf type 180 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Evis exera ii gif/cf/pcf type 180 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the air water tube and light guide lens having foreign objects due to insufficient cleaning, additional findings were as follows: flexibility adjustment ring had a scratch; grip had a scratch; forceps channel port had a scratch; air water cylinder and suction cylinder had foreign objects; control unit had a scratch; scope cover had a scratch; switch box had a scratch; right/left and up/down knobs had a scratch; due to cut on heat shrinking rube of forceps elevator lever, expected insulation capacity could not be obtained; scope connector cover unit was dirty; suction connector had corrosion; light guide cover glass had a crack; sheet holder unit had corrosion due to water leakage; electrical connector had corrosion due to water leakage; due to crack on bending section, insulation resistance value at distal end did not meet standard value; because objective lens was shave, the image had a dark area partially; cover of light guide bundle was damaged; objective lens had a scratch; light guide lens had a crack; connecting tube is deformed; and the universal cord is deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope had distal end defects and defects of the insertion tube. The event was found during preventative maintenance. There was no patient harm associated with the event. The device was evaluated, and it was found that the air water tube and light guide lens had foreign objects. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.